Event description:
It was reported that during an angiogram plus stenting procedure, a guide wire fracture occurred. The 80% stenosed and de novo lesion was located in the slightly calcified and slightly tortuous renal artery. The thruway 0.018 guide wire was used to successfully deploy another MFR's 6mm stent in the renal artery. When the procedure was finished, the thruway guide wire was withdrawn; however, the "distal platinum tip and inner mandrel were left inside the pt." No attempt was made at retrieval as the physician believed any further intervention would make matters worse and could rupture aneurysm. The procedure was successfully completed with this device. No further complications or injuries were reported. The pt status was reported as "stable."